Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported that the ev1000a platform was in use and monitoring a patient, with a flotrac sensor, when there were two different co readings noted on the display. No error messages were displayed. The flotrac was removed. A swan ganz catheter was inserted and everything worked appropriately. There was no consequence to the patient.